Event description:
It was reported that a pt suffered burns to the mouth during a procedure.

Manufacturer narrative:
The incident occurred during a t&a procedure. It is not known if an arc occurred or if the tip came in contact with any instrument. A flame was seen originating from the pt's mouth. The anesthesiologist turned off the gases and the flame was extinguished. The pt suffered a first degree burn in the oral cavity and possibly a second degree at the corner of the mouth. The pt was reported to be recovering uneventfully. A medline cautery pencil was being used and the cautery tip was from valley lab. Neither sample was returned for eval. A root cause for this incident has not been determined. We have no concrete evidence to indicate that the medline pencil was the cause or contributing factor for this incident. However, due to the reported incident we are filing a medwatch.